Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up an infection was detected. Surgical intervention occurred to remove this cardiac resynchronization therapy defibrillator (crt-d) as well as the system. There were no further adverse patient health effects reported. Given the nature of this event this device is not expected for return. Should updated information be provided, a follow up report will be submitted.